Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicator was constantly illuminated. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended, if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2013. During initial testing of the device, the returned pad pak was inserted into the device and the green status indicator remained constantly illuminated. This confirmed the reported fault. The investigation of the device revealed a fault with the device membrane. More specifically, the fault was isolated to the first three track cross-over coming from the green status led. This would result in the current path leakage which enables the green status indicator remaining constantly illuminated and confirming the reported fault. The device membrane was sent to an external organization for further investigation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.